Event description:
Patient was about to be attached to paxman cooling cap. As nurse was about to attach the tubing, she noticed a bulge in the tubing and coolant immediately burst out of the tubing where the bulge was. Coolant sprayed in the nurse's eyes and mouth. Coolant drops got on patient's shirt and shoes and was cleaned off. Nurse was immediately taken to eyewash station where she took her contacts out and used eyewash station for the allotted fifteen minutes. Director was notified. Ed charge was notified and nurse was taken to ER for further evaluation. Safety data sheet was reviewed, and room was cleaned appropriately by evs [environmental services]. Ed was also given safety data sheet for the nurse's evaluation as well.